Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had a drawer hardware failure and lid was broken off. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were found damaged internally, with several lids broken off and the bins required ejection. A field service engineer (fse) removed the damaged pockets and proceeded to test the drawers for sensor and pocket functionality. The drawers were also tested through hardware test application (hta) and the application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.